Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected for use. After achieving femoral access, a transseptal puncture (tsp) was performed and physician navigated the pigtail wire into the upper left pulmonary vein, removed the dilator, and exchanged for a pigtail catheter. After navigating the pigtail catheter and removing from the appendage, it was noted a blood clot formed at the tip of the pigtail catheter. The physician aspirated and removed the clot from the trusteer sheath. The closure device was successfully implanted in the laa and there were no further complications reported.